Event description:
It was reported that during boot-up a checksum error was displayed (errcode=1000000000000). This happened between surgeries and following case had to be rescheduled since the system could not recover.

Manufacturer narrative:
The device was used in treatment and it was reported an error during initialization (checksum failed) this not allowing the system to boot. Case log files and screenshots were returned for investigation. DHR review found that the software version (navio 4.1.2) has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio surgical system user's manual released at the time of the complaint provides instructions for proper shutdown of the navio system. We could confirm there was a relationship established between the reported event and the device. Upon review of the returned computer log files it was determined that a file was corrupted during an improper shutdown. After completion of the preceding case, the log files indicates that the quit button was pressed and immediately after (1 second) the system underwent a hard reboot (the ups power button was pressed and held). During this time the computer was writing data and one critical checksum file was corrupted. The cause of the error was incorrect shutdown methods. The malfunction was due to user error.